Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jan-2021, UDI#: (B)(4). The catheter was returned without a complaint. Analysis of the catheter revealed catheter pin connector; collet not fully locked in place. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was spinal pain. The patient¿s medical history included (B)(6) and lymphoma. On (B)(6) 2019 it was reported that patient¿s pain pump was explanted due to the patient complaining of headache/pressure, ringing in the ears, dizziness, difficulty talking, right facial, arm, and leg numbness and weakness since implant, despite switching drugs from morphine to dilaudid, 2 trips to the ER (emergency room), and turning off the pump on (B)(6) 2019. The physician had tried using dilaudid in the pump to see if the symptoms would subside but with no success or improvement. The patient requested that it come out. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported or anticipated.